Event description:
It was reported that the device locked-up monitoring the pt's heart rate, blood pressure and pulse oximetry. The customer took manual heart rate and blood pressure readings after observing the device failure. It was reported that the failure did not have any adverse effects on the pt.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.